Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent damage occurred. The moderately tortuous target lesion was located in the right coronary artery (rca). The 3.50x24mm taxus express2 drug eluting stent (des) was advanced to the target lesion, but was unable to cross and it was noticed that the non bsc guide catheter was freed from the engaged position. The physician then decided to remove the taxus express2 des and a slight resistance was encountered at the distal part of the guide catheter. When the taxus express2 device was removed, it was noticed that the proximal side of the stent was lifted up. The procedure was completed with another of the same device with no pt complications reported. The pt's current condition is listed as "good".